Event description:
It was reported that the user experienced hyperglycemia reaching 374 mg/while using the ilet and attempted to correct the high glucose by entering non-existent meal announcements, which was identified and counseled as inappropriate use. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included customer education on avoiding ghost meal entries and instruction to contact customer care for guidance during future high glucose events. Investigation included case review and user interview. Investigation of this case revealed user error related to incorrect bolus inputs, with no device malfunction reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was user error due to improper operation.

Manufacturer narrative:
Initial.